Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. White particles calcification-like were observed on the shell. Broken device on anterior side assessed as surgical damage. One opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side patients concern with the product and rupture. Device has been explanted.